Event description:
It was reported the patient received an alert for low lead impedance. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.